Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device gave an unspecified error message during use. The device was being used on a patient at the time of the event, however there were no patient adverse effects reported.

Manufacturer narrative:
Phone number not provided. Serial number not provided.